Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump went blank. The customer's blood glucose ranged between 300 and 600 mg/dl. The customer disconnected the call before she could be transferred for troubleshooting assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.